Event description:
A customer reported experiencing an altitude alarm with their pump, which temporarily suspended insulin delivery. Despite the alarm, the customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support instructed the customer to clean the pump¿s speaker holes with a soft brush and wipe them with a lint-free cloth, followed by reinserting the cartridge and waiting to resume insulin delivery. The pump resumed normal operation after these steps, and technical support provided the customer with tips to prevent future altitude alarms.